Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 28mm synergy¿ stent, the stent was also removed upon removing the stent protector. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination found that the stent was severely damaged with stent struts stretched, misaligned and overlapping. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position. Hardened contrast medium was present in the balloon body. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and midshaft section of the shaft polymer extrusion found a midshaft kink 31 mm distal to the hypotube midshaft bond. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 28mm synergy¿ stent, the stent was also removed upon removing the stent protector. The procedure was completed with a non-bsc stent. No patient complications were reported.